Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm for vtach. It was in patient use. We asked for patient status, but no information was provided that states the patient was harmed. Therefore, no known impact or consequence to the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical device information requested for all devices included in this complaint, but was only provided the following: multiple patient receiver org-9110a sn (B)(4) which is used with the telemetry transmitters.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for vtach. It was in patient use, but no information was provided that states the patient was harmed.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm for vtachy. No patient harm was reported. Service requested / performed: review of cns logs / troubleshooting: the customer provided the log files from the cns for nkc to investigate, however, the alarm settings were not available to analyze. The nkc investigation was inconclusive. Investigation summary: a review of the complaints reported at this facility found that these "alarm" reports were resolved with some kind of nk assistance in educating the user regarding alarm settings and reading the alarms. This in combination with nk engineer investigation suggests lack of user knowledge regarding alarm settings as the possible cause of the reported issue. The overall risk of this event, taking into consideration of severity and probability, is medium. The reported issue does not require further investigation through CAPA process. Nk's investigation attributes the issue to be caused due to lack of user knowledge and not nk device deficiency/malfunction. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: org: model #: org-9110a serial #: (B)(6). Transmitter: model #: zm-531pa serial #: (B)(6). Additional information: b4 date of this report g3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for vtach. It was in patient use, but no information was provided that states the patient was harmed.